Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent loss of bluetooth connectivity between a dexcom g7 sensor and the ilet after a sensor change, despite the sensor providing readings in the dexcom app and verification of the correct sensor code. Symptoms included no clinical symptoms, with blood glucose reported as 169 mg/dl and levels unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, sensor re-pair attempts, verification of sensor code, device restart, and assessment of bluetooth status, which displayed a version reading of 0.0.0. Investigation of this case revealed a communication failure between the ilet and the cgm transmitter consistent with a device-to-device connectivity malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device communication error.